Manufacturer narrative:
Patient identifier: sids: (B)(6). Postal code: (B)(6). No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect sars-cov2 igg result for two patients compared to centaur cp on (B)(6) 2020. The following data was provided (reference range sars-cov2 igg: >/= 1.40 index (s/c) is positive, centaur cp: >/= 1.00 is positive, units of measure not provided): male patient sid: (B)(6): initial result = 0.32 index (s/c), centaur cp result = 2.31 female patient sid: (B)(6): initial result = 0.98 index (s/c), centaur cp result = 2.42 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 20087fn00 was completed using a retained kit. Acceptance criteria were met indicating the lot is performing as expected. Device history record review on lot 20087fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported negative results for 2 patients when using architect sars-cov-2 igg lot 20087fn00. 1 result was within the recommended grayzone specifications. The samples had previously tested positive with the siemens centaur sars-cov-2 igg assay. A direct comparison should not be made between the architect sars-cov-2 igg assay and the siemens assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the siemens assay is designed to detect antibodies against the spike antigen of sars-cov-2. The product package inserts advise that results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. In this case, no additional patient history is known. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Please refer to product information letter pi1060-2020 for action to be taken upon receipt of the updated assay file. As a default, when the new assay file is installed, the cutoff will remain at 1.40 and no grayzone will be implemented. Laboratories choosing to implement the grayzone may set the range between 0.49 and <1.40 index (s/c). Based on the investigation architect sars-cov-2 igg reagent lot 20087fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.